Manufacturer narrative:
(B)(4). Batch # l55h79. Additional information was requested and the following was obtained: what type of procedure was the device use in? Open gastrectomy the complaint report form reads that there was a event outcome or problem of a congenital anomaly. Please explain. There was no problem because the complaint product was not used on the patient. For clarification, in the tcr55, were the staples protruded prior to use of the reload? Yes. How was the procedure completed? Use another stapler for replacement. The analysis results found that one tcr55 reload was returned in good visual condition, with 2 staples missing from the pockets, and the swing tab was in the unlocked position. The returned reload was tested for functionality with a test device and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. While no conclusion could be reached on what could have caused the reported event, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as no retainer was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were exposed before using. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.